Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the pump was returned to mmdg for investigation, the pressure sensors had failed, which caused the down occlusion alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter states that the pump failed the down occlusion tests. Mmdg did follow up wit the initial reporter, who stated that this occurred during testing and no patient had been affected. (B)(4).